Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was attempted to be implanted at a2/p2 but capturing the leaflets with the grippers was difficult. During repeated capturing attempts, findings of valve damage were confirmed in the posterior leaflet (p2). The clip was removed without issue. The procedure was then aborted, ending with no change in mr at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, the reported failure to capture the leaflet appears to be due to challenging patient anatomy. The reported tissue injury appears to be a cascading event of the positioning failure. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.